Event description:
It was reported that a patient underwent a breast biopsy on (B)(6) 2012 and suture was used. The needle broke during the procedure. A xray was done and the incision size was increased to locate the needle. The needle fragment was removed. The patient&apos;s condition is stable.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: a needle that broke at the attachment end was submitted for this evaluation. A microscopic inspection revealed scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle.